Event description:
The jetstream catheter was used to treat a long total occlusion in the sfa. Following treatment with the jetstream catheter an angiogram was taken, showing some residual stenosis and brisk flow. A balloon was then used as adjunctive treatment. Another angiogram was taken revealing slow flow and embolic debris at the bifurcation of the peroneal and posterior tibial arteries. The emboli were successfully aspirated using an export catheter. The exact cause of the slow flow and emboli is uncertain as a balloon was used after the jetstream device. It was hypothesized that, "the balloon angioplasty possibly opened a layer of plaque burden that released some debris. However, this could not be confirmed.

Manufacturer narrative:
The jetstream catheter was discarded after the procedure, and therefore not returned to pathway medical technologies for evaluation.